Event description:
The surgeon insreted a cq2015 three piece collamer lens and the lens tore during insertion. The reporter stated they inadvertently used the wrong type of cartidge. The incision was enlarged but not sutured. There was no patient injury.